Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) is expected to be explanted due to an infection, however the system explant has not been confirmed. Further information has been requested. Additional information received that this s-ICD system was explanted and not replaced. No additional adverse patient effects were reported. The s-ICD system will not be returned for analysis.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) is expected to be explanted due to an infection, however the system explant has not been confirmed. Further information has been requested. No additional adverse patient effects were reported.